Event description:
Customer reported a cartridge alarm 20 issue with their pump, which was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. Although the caller did not have a backup therapy available, steps were taken to address the issue, including the dispatch of a replacement pump with updated software by technical support. The customer was instructed on how to manage their pump settings and to return the defective pump to avoid charges.